Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient was diagnosed with post-op complications of seroma, infection and delayed wound healing. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Seroma and infection are known inherent risk of the surgery/use of the device and included as a possible complication in the adverse reaction section of the instruction for use (IFU). In regards to infection, the warnings section of the IFU states, "if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the scaffold." Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.

Event description:
Per clinical trial cp-1060: on (B)(6) 18, patient underwent bilateral augmentation mastopexy using a full vertical and horizontal t incision. 2 pieces of galaform (galaflex 3dr) were used. No concomitant procedures were done. On (B)(6) 18, right breast seroma and infection was reported. Patient had culture taken and was treated with medication (bactrim). Resolved without sequelae on (B)(6) 18. On (B)(6) 18, delayed wound healing; right t region, was reported. Patient treated with dressing changes. Resolved without sequelae on (B)(6) 18. Review by medical affairs identifies the seroma, infection and delayed wound healing are likely related to the device and serious.